Event description:
It was reported that patient attended for treatment. When PICC accessed and flushed it was noted that fluid was leaking out the bottom of the dressing. PICC removed for suspected fracture. Catheter was inserted in the basilic vein and trimmed to 41cm with 3cm exit site markings. PICC was used for CT scan on (B)(6)2024. Securacath was used, there was no delay in patient treatment, a new PICC was required. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.